Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced a loss of implant osseointegration (reason for the loss is unknown as there was no infection). There are plans to re-implant the patient.